Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 514 mg/dl. The customer's mother stated the customer did not have any symptoms of high blood glucose. Customer had treated their blood glucose with the insulin pump. The mother also reported experiencing bent cannulas in their past infusion sets. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.